Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ syringe with needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: three photos and 1 physical slip tip syringe with a loose safetyglide shielded needle were received and evaluated. The photos and the syringe appear to be the same sample. The barrel of the syringe was found to have several brown foreign matter pieces embedded in its wall. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported with the use of the bd safetyglide¿ syringe with needle there was an issue with foreign matter. There was no report of injury or medical intervention.